Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application is frozen, and no inputs will be accepted. They noticed that the application had stopped updating the information and that the mouse cursor could not be moved. Tech support asked them to reboot the cns. The customer stated that they did not reboot the unit and that the issue was resolved by disconnecting and reconnecting the touchscreen cable behind the monitor. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) application is frozen, and no inputs will be accepted. They noticed that the application had stopped updating the information and that the mouse cursor could not be moved. Tech support asked them to reboot the cns. The customer stated that they did not reboot the unit and that the issue was resolved by disconnecting and reconnecting the touchscreen cable behind the monitor. No patient harm was reported. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.